Event description:
It was reported that, the use of femoral cutting block placed external rotation pins to posterior to accommodate the 4-1 cutting block. At this moment traditional instrumentation was used and the mis femoral sizer was utilized to obtain new rotational pin holes and the case continued from there.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the surgeon and was not returned to the MFR. Should additional info become available, the eval summary will be submitted in a supplemental report.